Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be 'valve lever does not open or function properly¿ with a potential root cause of 'improper tolerance (fit between the valve body and valve lever). Improper dimension of lever inner diameter. Distortion of the lever due to exposure to high temperatures for an extended period of time.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Put straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. 4. To empty dispoz-a-bag leg bag, remove cap at bottom. Important: hold green connector firmly while removing cap."

Event description:
It was reported that the flutter valve did not allow urine to drain through the tube into the bag.